Manufacturer narrative:
Device was not returned for evaluation. (B)(4).

Event description:
Tip of the 15" passing pin broke off in the femur. Surgeon decided not to try to retrieve it and continued, using a pin from another pac. Images from the c-arm / x-ray showed the tip of the pin to be more posterior in the femur than usual.